Event description:
It was reported to medtronic minimed that the customer reported crack in the case. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and found damage at the side of the battery comartment.. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump was received with missing segments/partial display. The pump failed self-test due to missing segments. The pump was cut open to perform visual inspection and found cracked glass and moisture damage on pcba 1, pcba 2 and lcd assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspections: pillowing keypad overlay, stained keypad overlay, scratched case, keypad overlay texture damage, cracked case, cracked case (battery tube), battery tube threads - cracked and label damage (faded end cap address label). Missing segments/partial display was confirmed due to cracked lcd glass. Cosmetic damage confirmed at battery side. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.